Manufacturer narrative:
The product is not returned to manufacturer for evaluation but x-rays were reviewed. X-ray review: "post surgery and post op delayed images provided for l2-3, l3-4,l4-5 olif procedure.there appears to be delayed migration of two of the cages from their initial placement. The surgical technique description lists the technique for one or two levels. There appears to be three treated levels in these x-rays. Root cause surgical technique."

Event description:
It was reported that patient with kyphosis underwent oblique lumbar interbody fusion. Post op, cages at l4-l5 deviated. No patient co mplications were reported. No revision surgery is planned so far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.